Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported that the sensor stops monitoring spo2- no alarm goes off when this happens. No impact or consequences to patient were reported.

Manufacturer narrative:
The returned sensor was evaluated. During evaluation the sensor passed all visual and functional testing. No short or open was detected, and no intermittent short or open was detected when the sensor was manipulated. The sensor was determined to be fully functional.

Event description:
The customer reported that the sensor stops monitoring spo2- no alarm goes off when this happens. No impact or consequences to patient were reported.

Manufacturer narrative:
The returned sensor was evaluated. During evaluation the sensor passed all visual and functional testing. No short or open was detected, and no intermittent short or open was detected when the sensor was manipulated. The sensor was determined to be fully functional.

Event description:
The customer reported that the sensor stops monitoring spo2- no alarm goes off when this happens. No impact or consequences to patient were reported.